Event description:
The customer reported that the device failed the opcheck test. There was no reported pt involvement.

Manufacturer narrative:
The customer reported that the device failed the opcheck test. There was no reported pt involvement. Philips evaluated the device and confirmed the failure. The device was repaired through the replacement of the therapy cable. The device passed all testing and was returned to service.